Manufacturer narrative:
The certas valve was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock unique device identifier (UDI): (B)(4). Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted as well as a cut/tear in the silicone housing around the siphon guard. The position of the cam when valve was received was at setting 5. The valve was hydrated. The valve was leak tested and leaked from the needle holes in the needle chamber and from the cut/tear in the silicone housing around the siphon guard. The valve could not be reflux tested due to the damaged silicone housing. The valve passed the test for programming, occlusion, siphon guard and presure. The root cause for the problem reported by the customer is due to the cut/tear in the silicone housing around the siphon guard this was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the "IFU" silicone has a low cut / tear resistance.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported cerebrospinal fluid retention was observed in the abdomen on a patient with a certas valve after the operation. The valve obstruction was not observed when the contrast study was performed. However, the valve was replaced on (B)(6) 2020 and it confirmed the leakage from the valve reservoir during replacement procedure.